Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-jun-2026, it was reported by a sales representative via phone that an ar-3636h self bunching 1.8 knotless hip fibertak¿s suture snapped in half when trying to convert the anchor and the surgeon was unable to fully convert through the knotless mechanism. This was discovered during a hip scope procedure with no patient harm reported. No procedural delay was experienced and no additional anesthesia was administered. The broken sutures were retrieved from the patient and the case was completed with another ar-3636h.